Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 106 events were reported for this quarter. Product return status: 85 devices were received. 3 devices were evaluated in the field. 18 device investigation types have not yet been determined. Event confirmation status: 88 reported events were confirmed. Evaluation results: 88 devices were found to be affected by missing paint chips. Additional information: 106 devices were not labeled for single-use. 106 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 106 </noe> malfunction events in which the device had paint chips missing. 106 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 106 previously reported events are included in this follow-up record. Product return status 87 devices were received. 6 devices were evaluated in the field. 13 device investigation types have not yet been determined. Event confirmation status 93 reported events were confirmed. Evaluation results 93 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 106 </noe> malfunction events in which the device had paint chips missing. 106 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 106 events were originally reported for this failure mode during the reporting quarter. - 33 events were inadvertently excluded. - 139 reported events are included in this follow-up record. Product return status 74 devices were received. 59 devices were evaluated in the field. 6 devices were not available for evaluation. Event confirmation status 133 reported events were confirmed. Evaluation results 133 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 139 </noe> malfunction events in which the device had paint chips missing. 139 events had no patient involvement; no patient impact.